Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual inspection and the manual sound drop test. Global receiver functional testing resulted in no failures related to the customer complaint. The receiver data log found no errors related to the incident. The reported fault could not be reproduced. The customer complaint was not confirmed. A root cause could not be determined.